Event description:
It was reported battery that dropped to about 25% in one day. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional information was received regarding any corrective actions or final outcome of event.